Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4)has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd" hypodermic syringe needle was blocked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the child was admitted to the neonatology department on (B)(6) 2020 due to bronchial pneumonia. He was treated with ceftriaxone for anti-infection. The needle was found to be blocked when heparin was drawn by blood gas analysis before treatment, and he was immediately given a new one without causing adverse consequences."